Event description:
It was reported the lead demonstrated a high impedance measurement when it was initially implanted. The lead was repositioned and the lead impedance measurement remained high. The lead was then explanted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned and analyzed. No anomalies were found. It was noted there was blood in/on the helix/lobe mechanism. There was also tissue on the helix.